Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In-situ measurements showed affected channels. Re-implantation surgery will take place on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Event description:
In-situ measurements showed affected channels. The user has been re-implanted.